Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with corroded battery tube. Unit received with minor scratches on lcd window, cracked case at display window corners, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 11.1 mmol/l. The customer disconnected from the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.